Event description:
Reporter alleged obtaining the results of 210 mg/dl, 159 mg/dl and 110 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Per oos, this pt experienced syncopal episodes. This lead was explanted and returned for analysis, due to noise and the impedance was less than 200 ohms. It was replaced with a setrox s 53, (B) (4).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.